Event description:
The plaintiff's attorney alleges that the patient experienced a cardiovascular event by exposure to naturalyte and/or granuflo administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is 1 event for the same patient involving 2 separate products.